Event description:
During a preventive maintenance check the technician found the brake/steer caster had no steer or brake function. Caster would roll when in brake.

Manufacturer narrative:
Technician replaced the caster and adjusted the remaining brake casters to repair the stretcher.